Manufacturer narrative:
Conclusion: potential factors that can influence a valve to dislodge include, but are not limited to, tension applied on the delivery catheter system (dcs) during positioning, patient calcification levels and compliance of the aorta and native vessels. Based on the information received, an assignable root cause for the dislodgement could not be determined. Moderate to severe mitral regurgitation (mr) was also observed on the echocardiogram. Mitral regurgitation is a potential adverse event associated with the implantation of the evolutr and it can be attributed to factors such as valve position and implant depth where the depth can impinge on the mitral valve function or damage the mitral valve. In this case, the mitral regurgitation was most likely attributed to the position of the valve as it was reported to be in the left ventricular outflow tract (lvot). The reported event does not indicate a potential manufacturing issue, device misuse or a quality deficiency. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, the patient was sized for a 29 millimeter (mm) valve, as a transesophageal echocardiogram (tee) showed the annulus to have an area of 490 mm. While attempting to deploy the valve at 80%, multiple dislodges were reported due to severe aortic insufficiency caused by a torn atrio-ventricular (av) leaflet during the removal of a ventricular support device prior to transcatheter aortic valve replacement (tavr) procedure. The valve was reported to have been recaptured approximately five times. The valve was deployed at a depth of approximately 3 mm on non-coronary cusp (ncc) and 7mm on left coronary cusp (lcc). After release of the final paddle, the valve immediately dislodged down to the level of the waist. Moderate to severe mitral regurgitation (mr) was reported on the echocardiogram because of the depth of the valve in the left ventricular outflow tract (lvot). The valve was attempted to be snared for over an hour with no success. A non-medtronic 26 mm valve was implanted in a lower position than the first valve. A second non-medtronic valve was placed in a higher position. No additional adverse patient effects were reported.